Event description:
(B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered pain and discomfort. Doi: (B)(6) 2010, dor: none reported (right hip). (B)(6). Update (10/23/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation update - added sales rep details, surgeon, revision date, patient date of birth, products x 2 (stem and sleeve) taken from (B)(6) dated (B)(6) 2015 - (B)(4). (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).